Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device not returned to manufacturer.

Event description:
The user facility reported deployment difficulties with the angio-seal device. The following information was provided by the user facility: device failed to close; and surgical intervention was required for retrieval.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information. Based on the results of the investigation, the cause of the event is unable to be determined. The user technique and patient anatomy details are not known and many have contributed the event. No similar events were noted in the historical complaints database for the provided lot and in the absence of returned sample, no deduction can be made for the root cause. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. Without the device return the exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.